Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead failed to capture and was under-sensing. A chest x-ray discovered the ra lead was dislodged. Additionally, it was reported that the patient presented in the emergency room (ER) prior to this in clinic check, but the symptoms, if there were any, is not known. The patient was asymptomatic during the in clinic check where the dislodgement was discovered. No intervention was performed and there were no consequences to the patient.

Event description:
Additional information received indicated that the right atrial (ra) lead was repositioned successfully on (B)(6) 2022. The patient was stable throughout the procedure.